Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that a cardiohelp heart-lung support (hls) disposable tubing pack had a cracked post-purge cap upon opening and the customer wants the hls disposable replaced. There was no patient involvement.